Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 154 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are able to rewind the sequences. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.